Event description:
The customer reported that the system intermittently was not saving images even though there was a beep.

Manufacturer narrative:
The ge service rep checked connections, power supplies and cables, but could not find a problem. He replaced the image processor pcb and tested the system. The system performs as intended.